Manufacturer narrative:
Upon receipt of this artificial urinary sphincter (aus) at our quality assurance laboratory, the components underwent a thorough analysis. The cuff was visually inspected, and leak tested. No damage or abnormalities were identified. The cuff passed the leak test performed. The pump was visually inspected. Slight wear was identified on the kink resistant tubing (krt) tubing. The pump passed the leak test performed and the functional testing and performed within product specifications. The balloon component was visually inspected, microscopically examined, and tested for leaks. No visual damage or abnormalities were found. The balloon passed the leak test. The balloon did not pass functional testing. Inspection of the remainder of the device revealed no other damage or irregularities that would affect its functionality. A malfunction was identified in the balloon component; allegation(s) of urinary incontinence and a mechanical issue were made. Based on the information available and analysis results, a device issue was confirmed and would affect the functionality of the system resulting in incontinence. Therefore, conclusion codes of cause traced to component failure and incontinence is a known inherent risk of device.

Event description:
It was reported that this artificial urinary sphincter was removed due to recurring incontinence as the pump was not cycling correctly and not working . A new artificial urinary sphincter was implanted. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that this artificial urinary sphincter was removed due to recurring incontinence as the pump was not cycling correctly and not working . A new artificial urinary sphincter was implanted. No further patient complications were reported.